Event description:
It was reported that the tip broke during the procedure. All pieces were retrieved and the procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: tip was broken and found in patients left atrium probable root cause: - material/design error - manufacturing/assembly error - excessive user force - severe shipping conditions - disposable tip rubbing against product - user error. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke during the procedure. All pieces were retrieved and the procedure was completed successfully.